Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher and paykel healthcare (f&p) field representative, that the rt125 infant bias flow breathing circuit was found broken after 10 minutes of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: method: the complaint rt125 infant bias flow breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned rt125 infant bias flow breathing circuit revealed signs of use and multiple small holes were found in the inspiratory limb. Conclusion: we were unable to determine what may have caused the reported event. All rt125 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt125 infant bias flow breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". "Visually inspect breathing sets for damage before use and replace if damaged.".

Event description:
A distributor reported on behalf of a healthcare facility in china, that the rt125 infant bias flow breathing circuit was found broken after 10 minutes of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.